Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was observed that the lead impedance was high and the guide wire could not be inserted completely into the lead. The lead was exchanged. There were no adverse patient consequences.